Event description:
The customer reported approximately 0.5 ml of fluid leaked from the white blood cell (wbc) bath in the lh750 analyzer. The leak was contained within the instrument so there was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse could not confirm a leak from the wbc bath. However while troubleshooting, the fse found the 3rd red bloood cell aperture partially clogged. The fse replaced the aperture resolving the issue. The fse also found the sweep flow tubing clogged. The fse replaced the tubing resolving the issue. (B)(4).